Manufacturer narrative:
Product not returned for inspection and complaint could not be confirmed; if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that allegedly the patient developed pressure ulcers from wearing boot that required wound care.

Manufacturer narrative:
It was reported that allegedly the patient developed pressure ulcers from wearing boot that required wound care. The boot has not been returned to enovis for evaluation. Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.